Manufacturer narrative:
Service in the field performed on (B)(6) 2015. Resonator s/n (B)(4) was returned to ams and analysis performed on (B)(6) 2015. Product evaluation summary: the resonator evaluation noted diode wavelength had shifted; both lbos were moisture damaged. Coupler lens was burnt on outside and coupler cover was observed broken. Diode, both lbos, coupler lens with lens holder, coupler cover and desiccant were replaced. The resonator was re-peaked and a new test report was completed.

Event description:
It was reported that after the patient had been administered anesthesia in preparation for a prostate procedure, system error codes p833 and p653 were received. The physician changed to turp and completed the surgery. Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
System analysis/service repair: the reported error codes were confirmed and determined to be the result of a faulty resonator. The resonator was replaced and routine preventive maintenance (pm) performed. The system was tested and verified to specification.